Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of under delivery that led to high blood glucose level and the patient had be hospitalized for 4 days. The sypmtoms reported were flu and stomach bug. The blood glucose level at the time of hospitalization was 600 mg/dl. Patient was treated with intravenous insulin drip. No further information available.

Manufacturer narrative:
(B)(6).